Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Checking your blood glucose 7 / page 97: warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 81: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 109: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). Symptoms reported include headaches. The patient was treated with 6 units and then 12 units of novo rapid insulin via a manual insulin injection. The patient was released after a few hours. At the hospital it was also noticed that the omnipod personal diabetes manager (pdm) was reading incorrectly. The patient's pdm read ¿high¿ (>27.8 ) (>500 mg/dl) vs 21.8 mmol/l (392.8 mg/dl) for the hospital¿s meter.